Event description:
Explanted devices were returned to manufacturer without details of revision.

Manufacturer narrative:
Engineering evaluation of the returned liner did not indicate a quality, design or manufacturing issue.